Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device could not administer to the patient, and the anesthesiologist could not get it to work on the patient. The event occurred when the doctor was about to administer the epidural during use with the patient. All anesthesiologists had more or less issues placing an epidural with the connection depending on the patient. An older version of the device had to be used instead. There was patient involvement, but no injury.

Manufacturer narrative:
Five unused and unopened packages of the device were returned in the original box. As received, no visible defects were observed. Functional testing was performed and the device could be connected without any difficulties. Additionally, connector threads were measured and found to be within drawing specification. It is suspected that the connections were not secured or overtightened, or the catheter was not fully inserted, resulting in the reported issue. Complaint history was reviewed, and no signal of confirmed complaints related to this issue was identified.